Manufacturer narrative:
One cac adapter was not returned for evaluation. Review of the manufacturing documentation could not be performed since the device¿s product ID is unknown. The reported event could not be confirmed. Analysis of the device could not be performed since the device was not returned for evaluation. The reported event could not be duplicated at the bench level. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ac adapter did not provide power and there was no green light. The adapter was exchange with no consequence to the patient. No further information was provided.